Manufacturer narrative:
The condition of alarms constantly and reads air detected was confirmed and duplicated and was found to be due to a faulty air in line printed circuit board. The air in line printed circuit board was replaced and calibrated to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which it alarms constantly and reads air detected. The reported condition occurs during power up in central supply. There was no patient involvement, injury or medical intervention related to this condition. This device utilizes user interface module master software version 6.13.90 categorized as remediated.